Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04202. It was reported that the closure device deployed prematurely. A 30mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were selected. While advancing the wds through the was it was noticed that the feet were protruding a "little bit" under the device. This may have been caused by a little kink at the end of the was at the groin site. They decided to go forward with the procedure using this was. They brought the feet up slow to the distal marker band, and they pulled back the access sheath. The implant device feet were where they were supposed to be. They attempted to deploy the closure device; however, the implant device "popped and actually moved backwards". The closure device was being evaluated on the tee ultrasound, when they hit the fluoro-pedal they noticed that the implant device was detached. The device was in the appendage, but the core wire was detached from the device. The compression was within range, measurements were taken, there was no leaks noted, but they were not able to perform a "tug test". They were able to leave the device without any kind of other intervention. It was noted that the distal end of the core wire was inspected to verify that the threads appeared intact. No patient complications were reported and the patient status is fine.